Event description:
It was reported that shaft break, stent dislodgement, vessel perforation, and hypotension occurred requiring additional intervention. The target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). The patient was being treated for a chronic total occlusion (cto). Non-bsc ventricular assist device support was in place using both the right femoral artery (rfa) and left femoral artery (lfa). A 14 f non-bsc sheath was used in rfa and 8f sheath with 8f cls 3 guide was in the lfa for support during the cto procedure. Another 7f sheath was in the rfa along with a 7f jr 3.5, 90 cm guide and a 6f guidezilla extension catheter. A 38 x 3.00 promus elite mr drug-eluting stent was advanced with difficulty to treat the lesion; however, the distal part of the shaft broke. The physician was able to retrieve the distal part of the stent from the guide and a co-pilot tuohy, but the stent was unraveled upon removal. There were no device fragments left in the patient. There was also perforation noted and the patient experienced hypotension. The physician sealed the perforation with a tamponade and balloon inflation for 10 minutes at a time and placed covered stents. A new sheath and a new 3.0x38 promus stent were used to continue and complete the procedure. No further patient complications were reported and the patient was stable post procedure. The patient has fully recovered.

Manufacturer narrative:
Device evaluated by MFR.: promus elite us mr 38 x 3.00mm stent delivery system, catheter was returned for analysis. The stent had detached from the balloon and was not received for analysis. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was clear evidence of the crimped stent marks along the balloon length. A visual and microscopic examination of the bumper tip found no issues. The device was received in two sections as a result of a break in the hypotube. The break was located at approximately 40 cm distal to the distal end of the strain relief. Both sections of the hypotube were kinked at multiple locations. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. A part of the device analysis, the device was loaded on a recommended 0.014 inch wire. The device was then inserted through a 5 french guide catheter with no resistance noted.

Event description:
It was reported that shaft break, stent dislodgement, vessel perforation, and hypotension occurred requiring additional intervention. The target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). The patient was being treated for a chronic total occlusion (cto). Non-bsc ventricular assist device support was in place using both the right femoral artery (rfa) and left femoral artery (lfa). A 14 f non-bsc sheath was used in rfa and 8f sheath with 8f cls 3 guide was in the lfa for support during the cto procedure. Another 7f sheath was in the rfa along with a 7f jr 3.5, 90 cm guide and a 6f guidezilla extension catheter. A 38 x 3.00 promus elite mr drug-eluting stent was advanced with difficulty to treat the lesion; however, the distal part of the shaft broke. The physician was able to retrieve the distal part of the stent from the guide and a co-pilot tuohy, but the stent was unraveled upon removal. There were no device fragments left in the patient. There was also perforation noted and the patient experienced hypotension. The physician sealed the perforation with a tamponade and balloon inflation for 10 minutes at a time and placed covered stents. A new sheath and a new 3.0x38 promus stent were used to continue and complete the procedure. No further patient complications were reported and the patient was stable post procedure. The patient has fully recovered.